Event description:
In january 2005, a clinical incident involving a covac 70 arthrowand was reported to arthrocare corporation. The reported incident involved arthroscopic procedures which include subacroinal decompression of the left shoulder, acroioclavicular joint distal clavicle resection of the left shoulder, rotator cuff tear debridement of the left shoulder, performed in 2004. During the procedure, it was noted that the tip of the wand was lost or loosened. The physician performed a mini open approach to the left shoulder to retrieve the loose body. The loose body was not found. The physician continued with the procedure and noted again one of the devices had lost its distal heating element. The fragment was not found in the subacrominal space either clinically or by radiograph. During a postoperative visit several weeks following the procedure, a fragment was deteched in the pt's left shoulder during a routine x-ray examination. The physician plans to perform a second procedure to remove the fragment.